Event description:
In 2008, the customer reported that the ECG data that was transmitted to the holter application did not match what was being displayed by the patient monitoring pic (iic) philips information system.

Manufacturer narrative:
In 2008, the customer reported that the ECG data that was transmitted to the holter application did not match what was being displayed by the patient monitoring pic (iic) philips information system. In december of 2008, philips evaluated data provided by the customer and determined that there was a malfunction, where the time stamps on the exported holter ECG file did not match the screen capture of the pic (iic) provided by the customer. The data did not appear to be missing or altered in any other way. Note that no device was returned to philips, but sample ECG filed were returned to philips for evaluation.